Event description:
It was reported that during a cryo ablation procedure, complete occlusion of the right inferior pulmonary vein (ripv) could not be a chieved and the potentials could not be isolated. The balloon was readjusted and occlusion was attempted again; however, it was observed that the balloon tip was bent and deformed. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 18063 was returned and analyzed. External visual inspection of the balloon, shaft, and handle segments identified that the balloon was bent. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for eight applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow values were in range and the temperature curve had no oscillation or overshoot. During inflation, it was observed that the guidewire lumen kinked inside of the balloon. Pressure testing and inspection of sub-components of the balloon, handle, and shaft segments was performed. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.38 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the reported issue of "bent balloon" was confirmed and the balloon catheter failed the returned product inspection due to a kink/twist observed on the guide wire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.